Event description:
It was reported that the customer was hospitalized due to high blood glucose 425mg/dl. Customer stated his blood glucose rise due to abscess on his flank that caused him to be insulin resistant. Customer was treated and released from the hospital. Customer was not wearing insulin pump during hospitalization. Customer had been using manual injections, after a kink set. Customer stated that his infusion sets sometimes kinks during insertion and right after insertion. The blood glucose reading was 149mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.